Manufacturer narrative:
The apc/esu system was not returned. The account deemed that the equipment was functioning properly. Additionally, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved in the reported incident. However it appears that patient's medical condition was a significant factor in the involved event (i.e., avms in a very thin walled area, patient's chronic gastrointestinal conditions, etc.). Nevertheless upon the intervention work, the remaining wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the event. To further address the situation, additional in-service work with the medical staff is being planned. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event. Equipment functions properly per user.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) [part number (p/n) 10140-000, serial number (s/n) (B)(4)) was involved in a patient incident. An esophagogastroduodenoscopy (egd) was performed on the patient. Since 2008, the patient has been treated yearly to address arteriovenous malformations (avms) in the stomach and duodenum. The system settings were apc pulsed, effect 2, 20 watts, 0.8 liters per minute (lpm) flowrate. The apc/esu system was used with an apc probe and cold snare. The procedure was uneventful and the patient went home. On (B)(6) 2016, the patient went to the emergency room (ER) due to cramping and abdominal pain. A duodenal perforation was detected and surgery was performed to address the issue. No further information was made available involving the patient's condition.